Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, connector damaged) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, the monitor's rear response button was intermittent due to a defective response button switch. The root cause for the broken connector was physical abuse. The root cause for the defective response button switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code 204 (belt/monitor unusable) and the monitor connector was damaged.